Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date on (B)(6) 2017 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during an exploratory laparoscopy with extensive adhesiolysis, laparoscopic excision of vaginal mesh, laparoscopic sacral colpopexy with laparoscopic repair of the anterior and posterior vaginal wall, and cystourethroscopy procedures performed on (B)(6) 2017 for the treatment of recurrent stage-4 pelvic organ prolapse with vaginal vault prolapse, cystocele, rectocele, urethral stress urinary incontinence with urethral hypermobility and perineocele. Several pelvic floor reconstruction procedures were reportedly performed on the patient in the past. Notably, she has undergone both robotic and laparoscopic sacrocolpopexies in the past. Reviewing the notes also revealed that the second procedure involves adding more mesh on top of the previous mesh. During the preoperative examination of the notes, the following was noted: the patient had a very large defect that involved the anterior and posterior compartments, as well as the vaginal apex. The vaginal apex was noted to be scarred with a heavy mesh load present. In the clinic, the prolapse was estimated to be stage 3, but in the operating room, it was determined to be stage 4. The patient is at a very high risk of recurrence after any type of pelvic reconstructive procedure. Given the patient's young age and multiple failures, she likely has an unknown connective tissue disorder. None of the available reconstructive procedures are ideal; however, most likely, the best initial procedure would be a laparoscopic revision or excision of her previous mesh, followed by a sacrocolpopexy with anterior and posterior compartment correction. However, most of the previously mentioned surgeries were carried out, with the exception of the vaginal procedure, because a staged procedure was opted for. The patient reportedly tolerated the procedure well and was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient suffered an unspecified injury as a result of the surgery.